Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the emergency department due to syncope. A transmission showed the right ventricular (rv) lead exhibited non-capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.